Event description:
The company representative on behalf of the customer, reported to olympus the evis lucera bronchofibervideoscope exhibited, leakage. The device was returned. And an evaluation at the repair center revealed, the coating of the image guide tube was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no health hazard to patient or user of the device.

Manufacturer narrative:
An evaluation of the returned device confirmed, the customer allegation- leakage. Due to a pinhole on bending section cover; water tightness was lost. There were few additional findings: adhesive on bending section cover was chipped. Due to a dent on bending tube; bending angle in upward direction exceeds the standard value. Due to wear of angle wire; bending angle in upward direction does not meet the standard value. Due to damage on channel-tube; forceps and channel cleaning brush could not be inserted smoothly. Connecting tube had a dent, image guide bundle had significant breakages. The investigation was completed. The root cause of the subject event was unable to be specified. The event was presumably caused by stress of repeated use, external factors, or handling. The device history record of the subject device was reviewed, and it was confirmed that the device was shipped in accordance with specifications. Olympus will continue to monitor the field performance for this device.